Manufacturer narrative:
Follow-up # 1 date of submission 1/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a crack alongside the battery compartment. Unrelated to the original complaint, the investigation revealed that the threads on the battery cap were stripped and were unable to secure and the display was dim and discolored; the letters had a red hue. A test battery cap was used for testing and was able to secure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.